Manufacturer narrative:
H3: the device - recharger (rtm) 97755-s serial number (B)(6) was returned for product analysis. Analysis found no anomalies and complaint was unverified wherein found no issues with finding or charging implantable neurostimulator (ins). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the recharger has not been working right for the last few days. Patient stated today the controller displayed software problem (1-intellis, 2-3.6, 3-243, 4-qf_port). Patient stated the controller would go to the different charge that they were charging and do real funny things. Patient confirmed they were actively charging the implanted neurostimulator when the message displayed. Patient inspected the recharging antenna cord, plug, and controller port but did not notice any damage. Patient mentioned the recharger would get really hot while charging. Patient reset the controller and confirmed the green light was flashing on the controller when plugged into the ac power supply. The controller battery was at 30% and the implant was at 70%. Patient mentioned they usually have a problem when the controller battery gets to 30%. Patient stated the controller would deplete before they got a full charge of the stimulator. Agent reviewed to charge the controller first then the stimulator. The issue was not resolved through troubleshooting. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.